Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. The caller also reported that defibrillation therapy had been programmed off for this patient due to an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that intrinsic amplitude measurements were out of range on the rv channel and the atrial channel. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.